Event description:
The surgeon inserted the cc4204a silicone single piece lens and a noted a crack after the lens was in the eye. The incision was enlarged, the lens was removed and the wound was sutured after another same model lens was implanted. The incision was sutured.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric.(B)(4): evaluation:method - lens work order search.results:visual inspection of the returend lens showed the optic was torn and a clear surgical residue on lens. A lens work order search was performed and there were no similar complaints found within the work order.conclusion (unable to confirm):based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).